Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the cable needing repair, the insulation was ruptured though it was noted that it was still functional. It was additionally noted that the lens was cracked and the label was missing its backing. The cable, upper case and label were replaced to resolve all. (B)(4)

Event description:
It was reported that the radiofrequency (rf) programmer head's cable was in need of repair. The rf head was returned for service. No patient complications have been reported as a result of this event.